Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was in backup vvi (bvvi) due to an uncorrectable nmi. The device was tested on the bench and exhibited normal device characteristics. The cause of th nmi resuling in the backup vvi is unknown.

Event description:
This report is to advise of an event observed during analysis.